Event description:
The consumer's wife alleges her husbands chair caused him to fall off the porch and landed on top of him, resulting in broken ribs.

Manufacturer narrative:
Manufacturer received e-mail from consumer. Chair was powered off. Consumer inadvertently powered the chair on and when he touched the joystick accidentally, fell off his porch and the wheelchair landed on top of him. This fall allegedly resulted in broken ribs. No conformation of injury. User guide covers this area. MDR filed based on injury allegations.